Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had base task timeout, check clutch/plunger lever, base not responding (travel error), control key switch bgnd test, and invalid plunger size errors¿ was confirmed by checking the alarm history. It was verified that the base task timeout, check clutch, base not responding, control key switch bgnd test and invalid syringe size errors were found in the alarm history. The device was repaired by replacing the left and right clutch, clutch spring, worm gear, worm coupling and motor to fix the check clutch issue. Replaced the potentiometer service to fix the invalid syringe size. Replaced the keypad to fix the control key switch bgnd test. Rebooting the pump fixed the base not responding. Replaced the main board to fix the motor rate error because the motor rate error occurred during the occlusion tests. The pump is calibrated and greased and reset to standard configuration. The main cause of customers¿ complaints was the worn-out clutch parts. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had following issues. Base task timeout, check clutch/plunger lever, base not responding (travel error), control key switch bgnd test, and invalid plunger size errors. This event occurred during testing. There was no patient involvement or harm.